Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the nxt band is extending, then retracts, but then autopulse nxt platform (sn (B)(6) stops with no compressions was confirmed during review of the archive and functional testing. Based on the archive log review, the platform performed 7 compressions and then stopped compression due to fault code (fc) 1181 stuck sizing (current sensor not working) and fc 1210 (fault_motor_sensor_low_during_compres). The fault codes were not reproduced during functional testing. However, after evaluating the r&d results, it has been determined that the controller main pca is defective, which contributed to the current sensor not working. The controller main pca was replaced as a precaution against future occurrence of the reported complaint. Based on the archive review, it was recorded that the platform performed 7 compressions and then stopped compression due to fc 1181 and fc 1210 messages, confirming the reported complaint. During preliminary functional testing of the platform, the nxt band was installed. The band immediately retracted when turning on the platform without user input and functional testing could not be performed, possibly related to the reported complaint. To resolve this issue, the band was pulled up to unwind the band from the platform. The band guard and pins were removed from the guard ports, then the band guard but not the pins were installed on the guard port. Subsequently, the platform was powered on, and the platform spools were able to return to the correct position. The band guards were removed to reinsert the band pins into the guard ports. Then the band guards were reinstalled, and the platform was powered off and on. After these steps, the platform passed the preliminary functional test without faults or errors. The band did not immediately retract without input upon powering on the platform after performing the troubleshooting steps. Fc 1181 and fc 1210 were not reproduced during testing. It has been determined that the platform controller main pca is defective, which contributed to the current sensor not working. The controller main pca was replaced as a precaution against future occurrence of the reported complaint and faults observed in the archive, as well as the issue of the band retracting without user input, observed during testing. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there is no previous history of complaints for autopulse nxt platform with sn (B)(6).

Event description:
The customer reported autopulse nxt platform (sn (B)(6) has an issue and it is officially out of service. The nxt band is extending, then retracts, and then stops with no compressions. No fault lights were noticed. They tried different autopulse nxt li-ion batteries and nxt bands. This was noticed during shift check. No additional information was provided. No patient involvement.